Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the guidewire, arteriotomy locator, hemostasis sheath, carrier tube assembly and header bag. The guidewire was looped and twisted around itself. The hemostasis sheath was not mated to the arteriotomy locator nor the carrier tube assembly. The carrier tube assembly locking mechanism was in rear lock position. The bypass tube was dislodged and positioned at the same level as the locking mechanism of the shaft of the carrier tube assembly. Visual inspection revealed that the anchor was intact at the distal tip of the carrier tube assembly. There was a longitudinal slit at the tip of the carrier tube assembly that exposed the collagen in the shaft. No other visual anomalies were found. Functional testing was performed on the returned device. The bypass tube was placed in its out-of-box position. The locking mechanism was reset to forward lock position using tweezers. The carrier tube assembly was inserted into the hemostasis sheath and the click was heard. The anchor was observed to be released from the hemostasis sheath. The carrier tube assembly was pulled back and the anchor was observed to be posted on the distal tip of the hemostasis sheath. A digital force was applied to the anchor and the suture, collagen and tamper tube were released. No functional anomalies were observed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Weight - bmi 38,97. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient underwent a percutaneous coronary intervention (pci) and access for the procedure was obtained in the groin. For femoral access this physician never uses ultrasound for guidance. After the pci was performed the physician and cath lab nurse wanted to close the access site with an angio-seal device. A pre-deployment angiogram was performed. At that time, they discovered that the puncture was done in the afs. A couple of centimeters below the bifurcation with the a. Profunda. The physician decided that a angio-seal could be used, as the artery was big enough in diameter (6-7 mm), no plaque or calcifications at the puncture site and the puncture was well below the bifurcation. The nurse replaced the sheath with the delivery sheath for angio-seal. During the change he encountered some resistance in the groin. He then turned the delivery sheath 180 degrees and inserted the delivery sheath into the vessel and turned back. Checked the flow by moving forward and backwards until he was sure to be in the superficial femoral artery (sfa) vessel. He removed the dilator together with the wire and inserted the angio-seal into the delivery sheath without any problems or resistance until the first click was noticed. He pulled back the angio-seal (as) for the second click(s) (twice, left and right). After this he withdraw the angio-seal (as) and everything was pulled out. The nurse did not feel any resistance during this pullback. After a couple of seconds manual compression was performed. A small hematoma was noticed, that became less after massage of the tissue surrounding the hematoma and the hematoma itself. At first, he thought that the suture was broken, and the anchor was still in the patient. They checked this by forcing open the angio-seal (as) to make sure that the anchor was not lost. Everything stayed in the delivery sheath and nothing was lost into the patient, it was a complete withdrawal. It was explained to the user that this placement of angio-seal is not IFU approved, and that it needed to be placed in the common femoral artery (cfa) and not in the superficial femoral artery (sfa). A 6fr procedural sheath was used. No problems were noticed with gaining arterial access, this went smooth however with a steep angle. This was a single puncture. The guidewire went up smooth and no problems when inserting the catheter or during the percutaneous coronary intervention (pci). Only some small resistance was felt during the insertion of the delivery sheath of the angio-seal (as). That was resolved with 180 degrees turn, inserting and turning back of the delivery sheath. A pre-deployment angiogram was performed twice with different angles. Since they were below the bifurcation, the nurse and physician double checked to see if an angio-seal (as) was possible and if there was enough space between the bifurcation and the puncture site. They wanted to make sure that they did not run into a problem when deploying the angio-seal (as). The biggest problem came with the withdrawal of the angio-seal (as) and a complete pullout occurred. There was no other device or equipment used with the reported product. The patient was stable and there was no major bleeding or hematoma. Hemostasis was achieved by manual compression and a pressure bandage together with bedrest for five hours. The patient was discharged that afternoon and at that moment the groin was fine, no hematoma was noticed, and good pulsations were felt.